Manufacturer narrative:
Investigation of the customer's complaint of an insufficient heat seal leading to a breach in sterility has confirmed the reported issue. Conmed received one 138101 returned unopened in original packaging. The lot number of the device was verified via returned packaging. A visual inspection was performed and there were no obvious signs of a breach. A functional inspection and dye leak testing were performed per procedure which indicated that the packaging had an insufficient heat seal. The manufacturing documents from the device history record have been reviewed and found no abnormalities that would contribute to this issue. A two-year lot history review shows this is the only complaint for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 86 complaints, regarding 398 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0002. The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU also advises the user that these devices should be inspected and tested before each use. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
During incoming inspection, the distributor rejected this device, catalog # 138101, lot 201910211, for a possible breach of sterility due to an insufficient heatseal. There was no contact with any patient as this was found during incoming inspection in (B)(4). The completion of the device evaluation confirmed an insufficient heatseal; therefore, this complaint meets the criteria for a reportable event. Due to the breach in sterility, this report is being raised as a malfunction with potential for injury upon reoccurrence.